Event description:
It was reported that the patient encountered an error message while recharging the implantable neurostimulator (ins) today. Caller did not recall the details of the message or the code and it had already been resolved by the time they called. Agent observed hearing the charge complete tones during the call. Reviewed there are different reasons patients may encounter errors while charging most of which can be resolved with troubleshooting. Recommended if this occurs in the future to take note of the error code so patient services can assist with providing more detailed information and troubleshooting. Caller mentioned it is almost as if something in their environment is interrupting the charge, and noted that patient had gotten a powered love seat which after purchasing discovered it was not recommended for patients with pacemakers. They have kept the loveseat unplugged and plan to get rid of it but wondered if it could be interfering with the charging or the dbs therapy. Caller stated lately it seems like the stimulation is not working because patient has been freezing more. Patient services asked when this issue started and caller stated the patient had an appointment with managing hcp on july 8th and they went to a hotel and stayed for a couple nights and when they came home they started noticing the patient freezing here and there. Patient has gone to the doctor's office and they are trying to figure it out. Caller also mentioned patient recently had a fall and hurt their knee.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9230 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.